Event description:
Within a few mins of being put on dialysis, pt began to complain of feeling real hot and had increased shortness of breath. Oxygen saturations were decreased, and blood pressure was within normal limits. Complained of chest pain, and nitroglycerin given sublingually. Pt off of dialysis for approx half an hr. Oxygen saturations increased. Pt began to improve after half an hr, and was put back on dialysis. No further complaints.